Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to leakage at remote switch 1. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a cut on switch 1 the water tightness was lost, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the adhesive on the bending section cover was detached, the universal cord had a wrinkle, and the air/water cylinder and the suction cylinder had no color. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a pressure issue/error. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following was found: the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.